Event description:
Upon receipt of the device, tissue was noted to be attached. However, there were no patient consequences and no additional intervention required.

Manufacturer narrative:
One peel-away introducer 14cm sheath introducer kit, 6f was received for investigation the distal end of the guidewire was pulled to remove the guidewire from the needle; resistance was noted due to dried bls and a tissue-like substance, however, the guidewire was able to be removed. The guidewire outside diameter and needle inside diameter measurements were consistent with manufacturing specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported withdrawal difficulty and subsequent additional puncture is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, following access to the vein, and the wire being inserted through the needle, the needle could not be pulled back. The needle and the wire had to be removed together. An additional puncture was required since the devices had to be removed. The introducer was replaced to complete the procedure with no patient consequences.